Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imaging review: one (1) fluoroscopic still image was provided in which two fully deployed clips can be visualized; there is no cds or sgc in view indicating the image was taken post deployment of the second clip. Reportedly, the first clip was implanted without issue. A second clip (xt size) was implanted in which it was observed that the clip opened 35° post deployment (mechanical separation). In the image provided, the bottom clip appears to be an ntw size and is likely the first implanted clip (no reported issue). The top clip in the image appears to be an xt size and is likely the reported device based on relative clip arm sizes. The ntw clip arm angle appears to be ~20° (bottom clip, no reported issue) while the xt clip arm angle appears to be ~45° (top clip, reported device). While the angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed, it is evident that the xt clip (reported device) is opened to a larger degree than the ntw clip (no reported issue). No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced in b5 is filed under separate medwatch report number na.

Event description:
This is filed to report the clip opening while locked. It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) with a grade of 3+. The first clip was implanted with no reported issue. A second clip was implanted lateral to the first clip. After deployment, the clip opened 35 degrees. Mr was not affected by the second clip opening. The clip is stable on the leaflets. Final mr was at grade <1. It was indicated that the patient had a pre-existing atrial septal defect that was exacerbated by the mitraclip procedure. The patient was reported to be stable. No additional information was provided.